Event description:
It was reported that pump experienced malfunction. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer giving correction injection using multiple daily injections, reset pump independently, and technical support arranged pump replacement. Customer will continue to use current pump; will rely on alternate method if necessary.